Event description:
It was reported that the patient experienced chest pain. It was also reported that the right ventricular (rv) lead had a lead warning, high threshold, high sensing value and polarity switch. It was noted that the rv lead had dislodged. The rv lead was repositioned and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.